Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been having high blood glucose issues since her insulin pump recently shut off on its own. The patient's blood glucose reached as high as 370 mg/dl, which she treated with a manual insulin injection. The customer stated that she had to reset everything after her pump shut off and that she might have messed up the settings. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. No apparent anomalies or malfunctions were discovered on the pump, reservoir, infusion set, or insulin. However, it remains unclear why the pump had originally shut off and that issue did not undergo troubleshooting. No products were shipped or returned.